Event description:
Additional information was received from a company representative (rep) indicated the catheter was replaced and the pump moved to the right flank from the left abdomen. The catheter was twisted to the point of occlusion in the left abdominal pocket. It was noted when trimmed, cerebrospinal fluid (csf) flow was present. The catheter was tied off in the pocket. A new 8780 was placed to t9, dose reduced to 0.5mg/day of dilaudid 10mg/ml. The partially explanted catheter was discarded by account. The patient¿s weight was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2019 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780 serial/lot# (B)(6), ubd 2021-02-14, UDI# (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative who reported that there was determined to be a catheter issue. They going to perform a dye study after noting that the pump was flipped. The dye study was not performed because they were unable to aspirate. The volume in the pump should have been 30 ml but it was 40 ml at the time of the catheter study. The patient was going to be scheduled for a catheter revision. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was not resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-oct-07, information was received from a healthcare professional, regarding a patient receiving dilaudid (20 mg/ml, 7.188 mg/day) via an implantable pump for spinal pain. It was reported they did a refill on (B)(6) 2020, and the estimated reservoir volume (erv) was 19 ml, but the actual reservoir volume (arv) was 40 ml. The hcp checked the logs, and there were no alarms noted. Troubleshooting actions were reviewed. No symptoms, or patient complications reported.